Event description:
Additional information was reported, indicating that prior to this lead replacement, the field representative was able to create noise oversensing with isometrics. Pacing inhibition with no asystole was observed. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead showed high out of range pace impedance measurements. The measurements were greater than 3000 ohms. Noise oversensing was also reported to have been observed. Programming was updated; however, a lead revision was ultimately performed, as it was thought that there was a lead issue. During the revision it was observed that the rv helix was not fully extended. The lead was abandoned surgically, and a new lead was successfully placed. The device ended up being replaced for a therapy upgrade. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.